Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm. Initially the backup battery was replaced but there were additional alarms and controller was exchanged. Log file analysis showed backup battery faults caused by external backup battery load test fail alerts. There were no other unusual events seen in the log files.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned controller contained approximately 11.5 days of data combined ((B)(6) 2020). A backup battery fault alarm activated on (B)(6) 2020 at 23:40:57 due to a backup battery load test failure. The alarm remained active for the remainder of the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2020 at 1:21:26 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event, serial number (B)(6), was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 25apr2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ state that the heartmate 3 system controller must be kept dry and away from water or liquid. If these system components get wet, the system fail to operate properly, an electric shock could occur, and pump may stop. Section 10 ¿safety checklists¿ provides the procedure for routine maintenance of the heartmate 3 left ventricular assist device, including the system controller and backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.